Event description:
Surgeon reported to (B)(6): "condition after hip-tep 3 years ago in ulm (note: other hospital). Currently, since about 6 weeks, increasing swelling in the area of the right hip with ague from time to time and increasing crp values. Condition after hip-tep right side 3 years ago in ulm because of hip dysplasia and multiple surgical interventions. Fall about 2 years ago on the right hip. Currently fractured inlay with various fragments spread far along the proximal femur. Conservative approach for a long time despite of known inlay fracture. Now however probably secondary superinfected foreign body granuloma at the ventral femur with abscess. Intraoperatively there is a fragment with clear purulent secretion. Intraarticularly no macroscopic evidence of infection. The acetabulum as well as the stem are completely fixed and osseous-integrated. Therefore, no tep change but only change of the inlay to pe inlay and merete ceramic head." There was an infantile hip dysplasia which was primarily treated within a reconstruction surgery. In the further course, however, early arthrosis occurred which led to primary implantation. Doi: (B)(6) 2019, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed, and there can observed some fragments that belong to the ceramic insert. The complaint is confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (DHR) review was conducted by the manufacturer ceramtec. The insert is part of the shop order 7011277716. Based on the number provided, the component at issue could be identified as ceramtec component. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. There is no indication of any pre-existing material defect. Device history review a manufacturing record evaluation was performed for the finished device (121882748 / 8864941) product and lot numbers, and no non-conformances were identified. H10 additional narrative: